Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had failed during operation and alarmed a device failure. There was no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm that the evita v800 performed a synchronised restart of the ventilation unit and the display unit on (B)(6) 2025 at 00:19 am. The restart was triggered as a specified response to a detected deviation in the circuit board of the flow and pressure measurement module. The device alarmed for the device failure and "pressure measurement impaired" as intended. The faulty circuit board has already been replaced by dräger service. The device was tested and confirmed to be operating as per manufacturer's specifications. As a safety function of the device, the software analyses and checks the proper functioning of the device. If a fault is detected in the flow and pressure measurement module, the device restarts to rectify the problem and emits an audible alarm to warn the user. In the event of a complete ventilation failure, the emergency breathing valve opens to the environment to allow spontaneous breathing. Accompanying alarms are activated to inform the user of the problem. However, manual ventilation with an alternative device may be deemed necessary. The device responded as specified to a detected deviation and issued appropriate alarms to inform the user of the event. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had failed during operation and alarmed a device failure. There were no health consequences for the patient reported.